Event description:
Patient underwent implantation of dorsal root ganglion stimulation generator with 2 leads placed on (B)(6) 2023. Patient requested removal and underwent scheduled removal surgery on (B)(6) 2026. During the surgical procedure, the lumbar lead was easily freed and removed. After attempts to pull the sacral lead failed, fluoroscopy was used which revealed the lead was tethered into the sacral area near entry into the right s1 foramen. The incision was extended to aid in removal of the lead. The provider was unable to free the entire lead and after several attempts at removal the decision was made to leave the remaining distal fragment implanted in the patient to avoid further damage during attempted removal. Patient code: 2687. Device code: 4012, 1528. Referencing reports: mw5190103 and mw5190105. This report captures dorsal root ganglion stimulator #2.